Event description:
The customer reported that there were loose parts inside the defibrillator. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that there were loose parts inside the defibrillator. No pt harm was reported. This complaint is still being investigated a follow-up report will be submitted upon completion of the investigation.